Manufacturer narrative:
H3: product analysis found that, the device and both electrodes were placed in a large resealable bag and returned in a large plastic sleeve (non-original packaging). There was a piece of hair, and a white tape wrapped around the tube near the clamp shell when returned. Also, there were voids observed in all 4 silver trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 24.9 ohms (blue), 18.7 ohms (blue with white stripe), 23.0 ohms (red), and 21.5 ohms (red with white stripe) which all electrodes were in specification. The device was connected to a nim system, and the trace pads were submerged in a saline solution for electrode/functional testing. During functional testing, the device failed the electrode check (stim and ground electrodes resulted in red x) and had some feedback during the noise test. All 4 silver traces were manipulated and bent to the 90° position, and after the manipulation and bent test, all 4 electrodes failed electrode check and channel 2 had lead off detected error. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the emg tube was could not sensor i.e. No stimulation. There was no patient involved in this event.